Manufacturer narrative:
The complaint is inconclusive due to the nature of the complaint. The complainant indicated that the internal bolster could not be removed through the stoma via traction removal. The reported incident cannot be replicated in the lab. A tactual investigation revealed nothing remarkable with the ponsky dome and no manufacturing defects were noted on the complaint sample. The cause of the complaint is unknown. A chr was not completed since the lot information was not provided by the complainant.

Event description:
The genie was placed into the abdominal cavity. The user attempted a traction removal of it but failed. The user eventually cut it and dropped the retention dome. The internal balloon placed afterwards also got into the abdominal cavity resulting in an abdominal operation. The retension dome which dropped previously was removed at that time. The user would like to know if the hardness of the retention dome is within spec.